Event description:
Customer report a fiber leak noted at the onset of treatment on reuse 13 noted by a blood leak alarm, visible blood in the dialysate lines and confirmed with hemastix. Estimated blood loss was 200cc. Treatments were continue with new disposables without incident. No pt injury or medical intervention reported.